Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the thumb advancer was not confirmed as the device was returned in the pre-deployed position and the exchange sheath was not engaged with the clip applier. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported failure to deploy the thumb advancer could not be determined. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that left common femoral arteriotomy closure was attempted using a starclose se device after an interventional procedure. It was not possible to push the starclose se thumb advancer forward due to strong resistance. The device was removed and hemostasis was accomplished with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.